Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in clinic after receiving a patient notifier for high out of range pacing lead impedance. Hv therapy was programmed off and the patient was fitted with a lifevest until lead revision could be scheduled. It was later reported the lead was capped and replaced. Patient condition was good.